Event description:
Consumer removed multiple tampons and the tampons came apart inside her. Consumer removed remaining tampon pieces one by one.

Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer has not returned unused product for evaluation at the time of this report.